Event description:
It was reported that the sample was unable to be inserted over the guide wire prior to being used. It was noticed that the stent was broken on one side.

Manufacturer narrative:
The investigation is in progress, once completed; a MDR supplemental report will be filed.